Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge as the cartridge was damaged. Reportedly, the cartridge had been in use for more than three days. Customer's blood glucose level was 101 mg/dl. Reportedly, a cartridge change was performed resolving the issue.